Event description:
It was reported that customer experienced occlusion alarms, first alarm 2 and then alarm 26, which were traced to blockage in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer followed support instructions to disconnect tubing and deliver test boluses to check for blockage, then changed cartridge and related supplies as needed and successfully resumed insulin therapy using novorapid, with no additional outcome information reported.